Manufacturer narrative:
Findings: the insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display or numbers ramping up noted. The unit had a cracked lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 270 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.